Event description:
It was reported that the first implant was deployed as per surgical technique behind the knee capsule. On the second capsule pass an attempt was made to deploy the second implant but the anchor did not deploy. The repair had to be aborted and the suture with both implants retrieved from the knee joint. Nothing left in the patient form these devices.

Manufacturer narrative:
Due no product return, the complaint could not be confirmed. Definitive conclusions cannot be made without a device to evaluate. Accurate investigation and evaluation are not possible. The product met specifications upon release to distribution.